Manufacturer narrative:
The pump was received with currents within specification. However, the pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The pump passed the rewind, basic occlusion, prime and displacement test. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No unexpected off no power or low battery alarm noted. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an off no power after attempting to clear alarm. Customer did not receive a low battery alert prior. Customer also received a motor error alarm and a motor position encoder error alarm. Drive support cap was sticking out. Customer's blood glucose was 110 mg/dl. Customer was advised that insulin pump would need to be replaced.